Event description:
On b)(6) 2013, the lay-user/patient contacted animas to report she had blood glucose excursion ranging from 60 to 500¿s range while the animas pump had intermittent power issues. The subject pump reportedly was losing power 2-4 days for about a month. There was no symptom during her blood glucose excursions. When she was high, she was able to administer self treatment with insulin. During her alleged low blood glucose, she was hospitalized twice within the past few months, once for 8 days and once for 4 days. During the two alleged incidents, she was treated with IV and regular diabetes medication. At the time of the call to animas, the patient was off of insulin pump therapy and on the backup plan. Troubleshooting indicated the subject pump has a date/time reset issue. The reported power issue was not resolved with training. There was no moisture or corrosion in the pump. The battery cap was not damaged. This complaint is being reported because the patient had blood glucose excursion and required hcp medical intervention after the power issue began. The animas products were replaced and requested back for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the power complaint was verified in the history but could not be duplicated during the investigation. Power on resets observed in the black box. No physical damage was observed to the returned battery cap or battery compartment; the returned battery cap fastens securely and holds power to the pump. The returned battery cap width and height measurements are all within specified range pump boots to verify screen with auditory and vibratory alarms. No intermittent power issues were experienced with the returned battery cap or pump. The screen is still able to be safely read. The pump was exercised for 24 hrs with returned battery cap; no power loss was duplicated; the pump was still delivering at the conclusion of testing. Pump passed a (B)(4) flow accuracy test successfully . Pump was opened and evaluated; no evidence of loose components or moisture contamination identified inside pump. Unrelated to the complaint, the display screen was observed to be discolored with a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.